Event description:
On (B)(6) 2012, pt admitted through ed with stemi. Mid rca with thrombotic subtotal occlusion. The 2.0x20 apex rx to pre dilate, 2.5x28 multi link mini vision and 2.5x18 multi link mini vision deployed, 2.5x20 nc trek to post dilate. While still in the ccl, pt developed chest pain and st changes. Relook reveals focal thrombus in middle of stented portion. Thrombectomy performed, and 2.5 x 20 nc trek to restore flow. Ivus used to reveal stent apposition throughout secondary to fibrocalcific disease, however, 2.4 to 2.5 mm lumen pt. The 2.5x20 nc quantum apex to post dilate entire stented segment. Timi iii flow. Integrilin added to previously given meds including asa, heparin, angiomax, and brilinta. Pt discharged (B)(6) 2012 1218 on meds including asa and brilinta. On (B)(6) 2012 1055 returned to ed with stemi. Total thrombotic occlusion of mid rca. Thrombectomy performed, 2.5x20 nc quantum apex, 3.5x20 nc quantum apex, 4.0x20 nc quantum apex used to restore flow. Edge dissection noted proximally and 4.0x28 multi link vision placed. Timi iii flow and 0% residual stenosis. Pt discharged on meds including asa and brilinta.